Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/03/2020.

Event description:
It was reported that the ventilator's light emitting diode (led) was not working. There was no patient involvement. The service engineer (se) inspected the device. The se replaced the power switch overlay to address the reported issue, and the unit passed testing.